Event description:
In (B)(6) 2009, I had a total hip replacement where my dr. Used a depuy pinnacle implant. I was fine for about 8 months. I then experienced a serious of 4 painful dislocations. After the fourth dislocation my dr. Had me in for a hip revision. It was discovered that metal toxicity had completely necrosed the muscles surrounding my hip and the protective capsular structures. Approx 20 days after the revision surgery I had another dislocation. Here is what my dr.'s report said: "mr. (B)(6) is a very large individual and in spite of the fact that he had a revision of the hip at that time in an effort to provide greater stability, this was not successful due to the necrotic muscle which could no longer support stability. I reviewed his case with my associate, dr. (B)(6) who has done thousands of hips over the years. I myself have been in practice 30 years, but had never seen a situation like mr. (B)(6)'s, due to the fact that he had dead necrotic muscle and draining unstable hip. This quite frankly was a life threatening or limb threatening situation and in fact the matter still has not resolved with complete healing. As a consequence of this, it was my opinion that he would be better served by an orthopedic surgeon with special expertise in severe instability situations. He was therefore referred to the specialists at the (B)(6) clinic where they do have significant experience in that regard. In my opinion, there was no one in the (B)(6) area capable of taking care of this problem as it was extremely complex due to the necrotic material, lack of muscular control, the development of a secondary infection, and ultimately the potential of death if any errors were made during surgery." I then needed two trips to the (B)(6) clinic in (B)(6) to fix the problem. The depuy pinnacle implant should not be on the market and it is my understanding that it is still be used!